Event description:
Device 1 of 2, mfg report reference: 3006705815-2019-00939. It was reported that there was an abandoned procedure. The physician was unable to advance the leads to the desired vertebral level due to patient anatomy. The case was abandoned and no patient complications were reported.